Event description:
Type of procedure performed: laparoscopy. Cer 1 of 5: (B)(6). Cer 2 of 5: (B)(6). Cer 3 of 5: (B)(6). Cer 4 of 5: (B)(6). Cer 5 of 5: (B)(6). The thread has wrapped around the retrievel bag. Only the metal guide appeard when they applied the inzii 10mm additional information received from applied medical representative via email on 04-aug-2021: the metal tips were exposed inside the patient's abdomen, when they wanted to use the cd001. The bag remained stuck inside the tube, they didn't manipulate it inside the abdomen. The cd001 was removed. The bag was later pulled out with a grasper, on the nurse's table. The situation was resolved by taking a new device. Patient status: ok. Type of intervention: change of device.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Based on the event description, it is likely that the supports were covered by the tissue bag and the support tips appeared visible as the tissue bag is transparent. However, in the absence of the event unit, applied medical is unable to determine if the bag fell off the supports. Additionally, applied medical is unable to determine if the device jam was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: laparoscopy . Cer 1 of 5: (B)(4), cer 2 of 5: (B)(4), cer 3 of 5: (B)(4), cer 4 of 5: (B)(4), cer 5 of 5: (B)(4). The thread has wrapped around the retrieval bag. Only the metal guide appeared when they applied the inzii 10mm. Patient status: ok. Type of intervention: ni.